Manufacturer narrative:
H6; code 100/900//400: clamp had bond failure. Based on the inquiry info received, the visual and functional testing, it was found that the clamp pad had separated from the clamp arm. This may have been caused by a bond failure. A new pad has been instituted to greatly reduce this incident from occurring.

Event description:
The device was used during a laparoscopic colon resection procedure. It was reported by the affiliate that the tissue pad dropped. The tissue pad did not fall into the pt. A new device was introduced to complete the case. There was consequence to the pt.